Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that sheath of introducer needle was found to be damaged. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed and was determined to be use related. One IV catheter sheath was returned for evaluation. An initial visual observation showed blood residue throughout the sample, and the distal tip of the sheath was observed to be damaged. A microscopic observation revealed the edges of the distal tip of the sheath were flared outward and split. Evidence of buckling was also observed on the edges of the distal tip of the sheath and lightening of the sheath material was observed near the damaged areas. The outward flaring edges of the sheath tip suggest the damage occurred during insertion of the IV sheath. This can be caused by a poor insertion angle, patient vasculature, and/or manipulation of the sheath once the needle is removed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that sheath of introducer needle was found to be damaged. There was no reported patient injury.